Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with multiple episodes of inappropriate cardiac pauses. After interrogation of the implantable cardiac monitor (icm), it was noted that the inappropriate episodes were caused due to under-sensing. The physician did not do any programming changes as the icm was already programmed to maximum sensitivity. The patient was in stable condition.